Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: the event was not confirmed for periprosthetic fracture . The exact cause of the event could not be determined because insufficient information was provided. Additional information including device return , clinical and past medical history, post op x- rays and examination of explanted components are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Dr. Revised an accolade stem, head and sleeve due to peri-prosthetic fracture of the left hip. He originally performed the hip with mako on (B)(6) 2021. He replaced the stem with the same size stem, 40 head and +0 sleeve after cabling the femur. Spoke to rep: the peri-prosthetic fracture was not attributed to inaccurate bone cuts at the primary surgery or any bone pin holes.